Event description:
Revision surgery due to polyethylene wear of tibial insert. Note: the femoral component and tibial tray were also removed, however revision surgery was due to the "pe" wear of the tibial insert.